Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Due to the limited information received, further follow-up to obtain related details was not possible. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this device was part of a system revision due to infection. There were no additional adverse patient effects reported. The device was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.